Manufacturer narrative:
Review of instrument images: initial testing on galileo: all thee wells are negative with clearly defined buttons. The well fill image for this plate is as expected. A service call was made. Performed unexpected reactions checklist. Performed initialization and qc testing with expected results, camera reader failed neg reactions check and needed adjusting. After adjustments, the system was tested and operated within specifications.

Event description:
Customer reported an antibody was not detected when testing a patient sample on the galileo. The sample was first tested on the galileo and resulted in a negative screen. Another specimen was drawn from the same patient and tested on the echo on the 3-cell screen and an anti-c and anti-e and this was identified. A new sample was re-tested on the galileo and resulted negative. No testing history is available for the patient.